Manufacturer narrative:
The customer's reported problem is currently under investigation by merge healthcare. The customer further reported that this has been an ongoing problem for over a month. However, this was the first time it was reported to merge healthcare from this site. For this reason, conclusions code (conclusion not yet available-evaluation in progress) was used. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that patient allergy information did not populate correctly in merge hemo when updated allergy information was received from the third party (B)(4). With merge hemo not updating or displaying current allergen data, there is a potential for incorrect treatment that results in harm to the patient. However, the customer reported that the problem was found during testing of hemo at the site, so there was no harm to a patient. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 05jul2016. Merge healthcare conducted an internal investigation and it was found that there is no way that the hemo system can be updated with allergy information that has been deleted for a patient. The hemo system will only allow the user to delete an allergy from a specific case. However, this does not delete the entry from the patient allergy table which will be used the next time the patient has a procedure done and the medical staff requests "get allergies" information. The user has the option to manually delete erroneous allergies but this for allows human error and does not prove to be time efficient for the medical staff. The resolution was to direct patient allergy information to the hl7 source and the fix has been identified in a future release. Device labeling, (B)(4) v10 user manual, states in the lists tab, "allergies - a list of the defined allergies that can be selected from the allergies pick list on the allergies tab of the history folder is displayed. To add a new allergy to the list, click add; a new line appears at the bottom of the list. Enter the name of the allergy and select whether the allergy should be active (appear on the pick list). To delete an allergy, select it from the list and click delete. Confirm the deletion." Revised information contained in this supplemental report includes the following: h6 - evaluation codes: methods code: 20 interoperability evaluation. Results code: 104 software problem. Conclusions code: 13 device difficult to operate. H10 - indication of additional manufacturer information is contained in this follow-up report.